Event description:
It was reported that t:slim x2 pump battery did not charge and pump screen stayed dark and would not turn on despite multiple attempts. There was no adverse impact to the customer's blood glucose level. Customer, with guidance from technical support, removed pump from case, attempted multiple button presses, confirmed use of working tandem charging cable, wall adapter, and outlet, tried a different wall adapter without success, and was advised that a replacement tandem cable and wall adapter would be sent within two days and to rely on multiple daily injections if pump battery depleted before the replacement supplies arrived.